Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was that the ca board is cracked causing open between the main batt and the other power supplies. The root cause for the cracked ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power up.